Event description:
This report is being filed after the subsequent review of the following journal article, arora, r., et al., (2007). Complications following internal fixation of unstable distal radius fracture with a palmar locking plate. J orthop trauma, volume 21(5). This prospective protocol study conducted at 2 hand units at level 1 trauma centers consisted of 114 patients who were treated from 2003 to 2005 with open reduction and internal fixation (orif) using interlocking plate systems. There were 21 men and 93 women with a mean age of 57.4 years. Nine patients who developed flexor tenosynovitis aggravated by the position of the plate on the palmar rim of the distal radius surface close to the radiocarpal joint line resulting in removal of implant this is report of 11 of 15 for (B)(4). This report is for an unknown synthes 2.4mm lcp distal radius plate and refers to the nine (9) patients who developed flexor tenosynovitis aggravated by the position of the plate on the palmar rim of the distal radius surface close to the radiocarpal joint line, resulting in removal of implant.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Arora, r., et al., (2007). Complications following internal fixation of unstable distal radius fracture with a palmar locking plate. J orthop trauma, volume 21(5). This report is for unknown synthes 2.4mm lcp distal radius plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.